Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 8f navarre drainage catheter locking pigtail segment was returned for evaluation and one photo was provided for review. The photo shows the partial view of a clinician holding an implanted drainage catheter in which complete break was noted on the catheter hub. The broken piece of catheter hub was noted to be in clinician¿s hand. Gross visual, microscopic evaluations were performed. The catheter hub was noted to have a complete compound break at the proximal end. Catheter hub segments were returned with complaint sample. Under microscopic observation, the edges of the complete compound break on the proximal end of the catheter hub were noted to be jagged. The surface was noted to be granular. Therefore, the investigation is confirmed for the reported catheter connector fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 sometimes post ultrasound guided cyst percutaneous drainage catheter placement procedure, it was reported that the drainage catheter connector allegedly fractured and broken into two parts. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 sometimes post ultrasound guided cyst percutaneous drainage catheter placement procedure, it was reported that the drainage catheter connector allegedly fractured and broken into two parts. The procedure was completed by using another device. There was no reported patient injury.